Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing was able to duplicate the reported problem. The downstream occlusion (dso) sensor was determined to be the root cause. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a 'cassette sensor defective. There was unknown patient involvement.